Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-09-02. H6: investigation summary: 1 sample was returned to leventon, lot number is 200425l. Visual inspection: the unit (1) sent by the client was visually inspected and the defect was confirmed. DHR review: the batch record of the affected lot number has been reviewed and no event related to the one informed was detected in the controls done during the manufacturing process or in the control done before the release of this product. Retention samples review: the defect informed by the customer has been also reproduced by a flow rate accuracy test in some units from leventon's archives of samples. Root cause: the defect was confirmed in both the unit sent and in the archive of samples. This defect is due to an agglomeration of silicone in the dial section that it is attributed to an error during the automatic placement of the silicon ring during the manufacturing process. It is considered a rare event since it is under leventon acceptance quality level (aql). It will be monitored for statistical analysis and periodic trending review in order to detect any trend that may need an action. H3 other text : see h.10.

Event description:
It was reported that dosi-flow 10 had flow issues. This was discovered after use. The following information was provided by the initial reporter: dosi-flow's function poor control.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that dosi-flow 10 had flow issues. This was discovered after use. The following information was provided by the initial reporter: dosi-flow's function poor control.